Event description:
It was reported that a intera 3000 hepatic artery infusion pump, serial number (B)(6), had a higher flow rate than what was labeled on the device packaging. The first calculated flow rate 2 weeks post implant was 1.3 ml/day. The 2nd calculated flow rate 2 weeks later was 1.9 ml, which is higher than the intraarterial manufactured flow rate of 1.3 ml/day. Both flow rates were for heparinized saline. It was reported that the patient had not been in a sauna, hot tub, or used a heating device. Upon follow up on 01 feb 2024, the flow rate was reported by the doctor to have fixed "spontaneously" at a rate of 1.4 ml/day, at which point patient treatment resumed.

Manufacturer narrative:
The device history record for this device was reviewed. The device met all functional and performance specifications prior to release to manufacturing. There was one nonconformance pertaining to this serial number (B)(6) in which the sterilization run failed the pressure requirement during exposure portion of the cycle. This however was found to have been as a result of the sterilization cycle "system recycle", which is allowable per the manufacturing procedure. Pressure was elevated by 0.2 psig for one minute and was deemed to have no impact to pumps or packaging. Seals were inspected and pyrogen and bioburden for this lot were within acceptable limits. Intera cannot determine if the issue is due to a mechanical defect in the device because the device is not available for evaluation. It is possible that the issue is due to an error (refill or calculation) by the health professional. As the device has been reported to be functioning correctly, intera cannot confirm the complaint. If further information is received at a later date, a supplemental report will be filed.